Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information regarding if this lead which was being extracted for an unknown reason was co radial or co axial. Boston scientific technical services (ts) noted that this lead was co axial. No adverse patient effects were reported.